Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was receiving no delivery alarms on the insulin pump for the past year. The customer was also hospitalized in (B)(6) 2014 due to high blood glucose levels. The customer's blood glucose at the time of admission was over 600 mg/dl. The customer explained feeling uncomfortable as well as cramping due to his high blood glucose. The customer explained the cause of the hospitalization as not being able to lower his high blood glucose. The customer stated that the cannula was not bent. The customer's blood glucose at the time of the call was 236 mg/dl. The customer treated his blood glucose with a manual injection and insulin pump therapy. Nothing further reported.